Event description:
It was reported that the lead had low impedances that caused a lead polarity switch. It was also noted that the lead had oversensing/noise due to the unipolar sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported from information obtained from follow-up that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).